Event description:
It was reported that there was an apparent lead fracture, and that the patient received inappropriate shocks due to noise and oversensing. The lead was capped and replaced. No further patient complications have been reported as a result of this event, and the patient's status was reported as "good".

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Other: trueisprint quattroimplantable tachy lead, it was reported that there was an apparent lead fracture, and that the patient received inappropriate shocks due to noise and oversensing. The lead was capped and replaced. No further patient complications have been reported as a result of this event, and the patient's status was reported as "good". No conclusion can be drawn; lead(s), fracture of oversensing shock, inappropriate